Event description:
It was reported that there was noise on all three lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed device episode data and suggested that this noise may be due to electromagnetic interference (emi). There was oversensing of the noise on the rv channel. No adverse patient effects were reported. This device was explanted electively due to normal battery depletion and replaced with a new device.